Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic, noise on electrocardiogram (EKG) was noted as the device was not at proper spot due to bigger pocket. The device was pushed back to its original spot. No report of device malfunction. Patient was fine.